Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strips UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 32 and 53 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 04/19/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned that meter is reading too low. Customer's normal fasting range is 100-130mg/dl. Customer says the he recently stopped taking an antibiotic amoxicillin/clavulanate, which has been the only change in diet/exercise/medication. Customer is storing strips in the bathroom. Advised customer of proper storage.